Event description:
Revision surgery - due to the patient complaining of pain; the tibia was mal positioned.

Manufacturer narrative:
Corrected data: MFR report # was incorrect. Correct MFR report # 1644408-2015-00497. Corrected data: manufacture date corrected. Manufacturer narrative: the reason for this revision surgery was to remedy pain after 5 months and 4 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 6 prior complaints reported against this part; this is the first complaint against this lot number. It was reported that the tibia was mal positioned and could be attributed as the primary cause of pain. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to tibial mal-positioning. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.